Event description:
It was reported that an ilet pump¿s sleep/wake button became unresponsive despite multiple restarts, and the screen remained usable; the device could not be shut down using the menu sequence provided, and a replacement was arranged with instructions that data would not transfer and that startup would be required. Symptoms included no alarms and no reported adverse clinical effects. Outcomes included continued device use until replacement with planned return of the original device. Investigation included customer interview and troubleshooting guidance regarding device shutdown. Investigation of this case revealed a nonresponsive sleep/wake button consistent with a user interface hardware failure of the device enclosure controls, with no evidence of software fault or alert behavior. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the button mechanism.